Event description:
It was reported that the device was used during and unknown procedure. It was reported that the tlh30 was fired, the tissue was cut. No staples were found in the device and the surgeon over sewed. There was no furhter consequence to the pt. The devices were discarded.